Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during he implant of the leadless implantable pulse generator (ipg) due to a possible "problem with the entire myocardium" the device was implanted in the apex, as high thresholds were noted in the septum. High thresholds were again noted during device check and a pacing failure and rising impedance was confirmed. An external pacemaker was activated and the leadless implantable pulse generator (ipg) was programmed off. An intravenous ipg was then implanted and remains in use. No patient complications have been reported as a result of this event.